Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that start up test ones failing at (B)(6) 2024 14:31:21 (system time) with alarm 401 "inspiration valve or device leaky", alarm 222 "oxygen cell failed", and alarm 316 "blower failure". A complete calibration was later performed on same day and no issue noticed. No leak related alarms triggered after calibration and circuit tests performed multiple times went well. O2 flow test provided by the customer also looks good. The issue appeared few minutes prior to annual calibration. Most likely the leak was due to a sinter filter / o2 cell not tightened properly.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire advised performing flow o2 (oxygen) controller check where the pressure is set to 10 mbar, the flow o2 to 20 lpm, and the mushroom to 0. The issue involved two serial numbers. This is for (B)(6). Please see (B)(4) for (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 has missing neo software and there is a leak after full recalibration. Additionally, it alarmed "mismatch between delivered and measured fio2" and ¿o2 concentration low.¿ furthermore, there was no patient involvement associated with the reported event.